Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose over 400 mg/dl after insulin delivery had been paused for approximately six hours due to user preference to stop device noises. Customer education was provided that pausing insulin prevents the ilet from delivering insulin. Investigation included review of device data and user report. Investigation of this case revealed that insulin delivery was intentionally paused by the user, consistent with use error rather than a device malfunction. Symptoms include nausea associated with missed insulin dose and delayed in treatment that may have resulted in elevated blood glucose/hyperglycemia reported. Outcomes included no hospitalization, and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.